Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The ventilator's pressure tubing from the port to the sensor board was found to be disconnected. The tubing was reconnected to address the issue.

Event description:
The MFR received info alleging the ventilator was alarming. The device was not in pt use.